Manufacturer narrative:
(B)(4). The date of the event was unknown; however, it was reported that it occurred in 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The treatment for this event was not reported. The cause of the peritonitis was not reported. It was not reported if the patient was recovering from the peritonitis or if pd therapy was ongoing. No additional information is available.